Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was deployed pipeline and distally the braid seemed to be unwoven to a point where it was unsafe and had to be removed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received stating that the patient was undergoing treatment for left internal carotid artery (ica) aneurysm. Lesion characteristics: multiple aneurysms, along the supra-clinoid segment of the left ica, largest measuring around 10 x 8 mm. Patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, aspirin and ticagrelor. The physician did not deploy the pipeline stent. Used another flow-diverter stent which was deployed smoothly and successfully completed the procedure. Angiographic result was good at the final run. The patient encountered no issues from the procedure and was discharged the next day. There were no symptoms as the stent was not deployed. For clarification on the braid damage, the edge was frayed and it did not open despite multiple attempts with re-sheathing and un-sheathing. The device was prepared as indicated in the IFU (inspection,¿hydration, etc.). The cause of the braid damage could not be determined.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield braid was returned stuck within catheter hub. Damage location details: the pushwire was found to be bent at ~5.0cm from proximal end. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of pipeline flex shield braid was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found not opened due to damaged braid. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter. The phenom 27 catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex shield braid from catheter hub. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete open at distal as the pipeline flex shield braid was not opened due to damaged braid. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis findings, the pipeline flex shield was confirmed to have pipeline damage during delivery/retrieval as the pipeline flex braid was found damaged. However, the root cause could not be determined. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, and deploying/resheathing braid against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.